Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a cs-069 ¿call service alarm¿ occurred at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/16/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/24/2015 with the following findings: the reported call service alarm issue could not be adequately investigated due to a blank display screen issue: no conclusions could be determined in regards to the reported call service alarm issue. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. Technical analysis revealed an electrically erasable programmable read-only memory failure. The pump case was removed, and no evidence of internal damage or defect was found. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.